Manufacturer narrative:
Reviewed instrument images and sample tested with anti-d had a small degree of agglutination, not sharply defined. Cells were spread out in the well. It is unclear if a fibrin clot was aspirated. Customer was not able to duplicate the discrepancy. Reviewed labeling limitations with the customer. The galileo operator manual states:"forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or and rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. ""Very large red cell clots may not be detected by the galileo. Clots that include greater than 50% of the sample red blood cells may not be detected by the instrument. Clotted samples should not be tested on the galileo. "

Event description:
Customer reported a discrepant result, while testing fwd aborh on the galileo instrument. The donor bag was labeled as a negative, and had a historical type of a negative. Customer was performing confirmatory test. The donor tested as a positive on the galileo instrument.